Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited noise, loss of capture (loc), undersensing that was due lead dislodgement. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.